Event description:
Caller states customer had low blood glucose symptoms with result of 5.8 mmol/l obtained on the advantage plus system. Caller attempted to treat him with glucose gel; paramedics arrived 20 minutes later. Customer tested 1.9 mmol/l on professional meter and was treated with glucagon; low blood glucose symptoms improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in another country.